Event description:
It was reported the procedure was being performed on a (B)(6) male pt in the intensive care unit. The guide wire was inserted into the right femoral artery. While removing the wire it became "shredded". An x-ray was performed to confirm nothing was retained in the pt. In the interim, cardiothoracic surgeon spoke with the intensivist and the family. The pt was actually inoperable and placed in palliative care. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.